Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mmx 2.0cmx 135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 4atm, thus unable to use continuously. The procedure was completed with a different device. No complications reported and there was no patient injury.